Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, balloon withdrawal resistance occurred. The target lesion was located in the ramus inter-ventricularis anterior (riva) artery. The 3.5x20mm omega stent delivery system was advanced and the stent was deployed at 15 bar for 22 seconds. Following deployment and balloon deflation, "extreme" difficulty removing the balloon from the deployed stent was encountered. Difficulty was also encountered when withdrawing the balloon through the y-connector. Upon removal the balloon appeared "crinkled and rolled-up." No deflation issues were noted and stent position is good. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, balloon withdrawal resistance occurred. The target lesion was located in the ramus inter-ventricularis anterior (riva) artery. The 3.5x20mm omega stent delivery system was advanced and the stent was deployed at 15 bar for 22 seconds. Following deployment and balloon deflation, extreme difficulty removing the balloon from the deployed stent was encountered. Difficulty was also encountered when withdrawing the balloon through the y-connector. Upon removal the balloon appeared crinkled and rolled-up. No deflation issues were noted and stent position is good. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the omega stent delivery system and a terumo 5f guide catheter were received inside the carrier tube within the omega product pouch. There was contrast in the balloon and inflation lumen. The distal end of the balloon was not rewrapped fully around the shaft. The stent was not present on the sds, which is consistent with the portion of the event description that states the stent was implanted in the clinical procedure. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon during manufacturing. There is no evidence of any product quality deficiencies contributing to the reported difficulty and damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).